Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, during the case, observed pin hole in tubing expressing fluid. The device was replaced.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders were received for investigation. Examination and testing of the returned components revealed a separation, surrounded by abrasion, noted in the longer exhaust tube of the pump at the tube/strain relief junction. Testing revealed this to be a site of leakage. Partial separations, within abrasion, were noted on the longer exhaust tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on both pump exhaust tubes and inlet tube of the pump. No functional abnormalities were noted with cylinder 1 or 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both pump exhaust tubing and inlet tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.